Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a persistent atrial fibrillation procedure, a faradrive steerable sheath and a farawave catheter were selected for use. The catheter was unable to deploy as intended and spline inversion was experienced. The catheter was retracted into the sheath, rotated, and redeployed into basket formation. Despite these efforts, multiple alerts for code 301 indicative of pre-pulse failure were triggered. Recommendations to remove the catheter from the sheath was suggested and the catheter was manually manipulated outside of the body resolving the spline inversion. Upon removing the sheath, bubbles were observed. Efforts to aspirate and flush the sheath were unsuccessful, as bubbles persisted. A new faradrive sheath was opened and the original farawave catheter was redeployed into the new sheath. The procedure was successfully completed without patient complications. The sheath is expected to be returned.